Event description:
On (B)(6) 2009, the pt reported that the display of her infusion device is missing segments. She was using a battery labeled as "super" and she was advised of the correct battery type. She inserted an alkaline battery and the issue was not resolved. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.